Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system went for a device check. During the check, the patient reported that the physician noticed that the patient 'flat lined' two separate times. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.